Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. Also, the right ventricular (rv) lead exhibited low impedance and non capture. When the pocket was opened, they found that the lead connection was less than adequate. The device was explanted and replaced. The lead was tested through the analyzer and the new device and showed adequate numbers; it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.